Event description:
Information received by medtronic indicated that the customer received pump error 37, pump error 38 and pump error 130. Troubleshooting was performed and it was found that the customer was able to clear the alarm and rewind the pump successfully. Also, the pump passed the displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in this report. Retainer ring = black; case type = ngp. On 21-nov-2022 the customer alleged pump error 38, pump error 130, and pump error 37 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label fading, scratched case, cracked select button keypad overlay, pillowing keypad overlay and corroded battery tube during the visual inspection. Thus software was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement test. No ¿pump error 38, 37, or 130 alarm¿ during testing. However, in further full review found pump error 38 in the pump history on 11-dec-2022 at time 23:04:00.000, pump error 37 alarm on 21-nov-2022 at time 20:08:00.000, and pump error 130 alarm on 10-dec-2022 at time 09:33:28.000. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Pump error 130 not confirmed, pump passed all testing and no pump error 130 alarms occurred during testing. No unexpected pump error 130 alarms noted in the pump history. Customer alleged for pump error 38 and 37 alarm was confirmed due to corroded motor home switch. Moisture damage found on electronic assembly, motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.